Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the following information: upon visual inspection, no related issue was observed. The unit was tested on an in-house system in normal mode where it triggered error 32056. During patient side cart (psc) fixture test platform (pftp) testing, unit failed automatic gain control (agc) current test with error 32056. After installing a golden yaw service logistics (sl) flat flex cable (ffc), the unit passed the agc current test. Once testing was completed, the yaw sl fcc was further tested, and 32056 error failure was replicated. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A root cause of the reported failure was attributed to a communication error of yaw sl ffc of the usm.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) atht a recoverable fault 32056 occurred. The tse confirmed error 32056 in the logs pointing to universal surgical manipulator (usm) 1. The customer elected to continue the procedure with another da vinci system. There was reported injury. Isi followed up with the nurse and obtained the following additional information: ports were not placed when the issue occurred.